Event description:
It was reported the stimulator was superficial and bothersome. ¿wrong move¿ and knocking sensation was also indicated but it was unclear what was meant by this. Additional information has been requested to clarify this information. A surgical revision was done to ¿re-bury the stimulator.¿ the event involved a one day hospitalization and surgical repositioning of the stimulator. The product issue was noted to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies. Conclusion code no longer applies.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient had pain at the stimulator level due to a forceful movement. It was also reported the patient&#38112;stimulator was not superficial.